Manufacturer narrative:
The 510(k) # not known.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an unknown issue with the patient's onetouch meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The cca was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue, the reporter claimed the patient had symptoms of frequent urination, thirsty, weight loss and frequent urinary tract infections (uti). The reporter did not specify treatment received. At the time of troubleshooting, the cca was not able to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.